Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 6. The ultrafiltration volume was 1203ml. This volume meets baxter's iipv criteria.

Manufacturer narrative:
(B)(4). Disengaged drive link. The analysis results of the (B)(4) confirmed that the instrument we received was non-functional. The instrument was returned with a drive link disengaged thus, preventing the proper feeding of the clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a varix procedure, the clips would not advance. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.